Manufacturer narrative:
(B)(4).

Event description:
Information from a manufacturer representative alleged an overdischarge of a neurostimulator for a patient with failed back surgery syndrome. The antenna locate feature was accessed and the patient's system started to recharge. It was thought the patient might have been in overdischarge since the patient wasn't using her therapy for the last few months. The patient didn't need the spinal cord stimulation for a while. It was also reported that the patient was charging for about 6 hours with 5-6 coupling bars, but the neurostimulator battery would not advance. The patient charged the next day for 4 hours and the neurostimulator still didn't have any charge in it. Two days later, additional information received from the manufacturer representative reported that she met with the patient and they were doing normal charging and getting 6 couplings bars. The statistics were reviewed with the clinician programmer: "3/ 1/2000" recharged for 1.9 hrs to 50%, "3/1" recharged 0.8 to 0%; on "(B)(6) 2015" recharged 0.7 to 100%. The typical data from the clinician programmer indicated the duration was 0.8 hours with an interval of 2.0 days and 4 coupling bars. Per the patient, 4 coupling bars was usually obtained. They were going to do further charging in the clinic to get the ins up to at least 25%. There were no patient symptoms reported.